Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms. Technical services (ts) discussed performing isometrics and pocket manipulation as well as an x-ray to determine the cause of this issue. No adverse patient effects were reported. Additional information indicated that a revision procedure was performed and this lead was surgically capped. There was no visable fracture or interity breakdown noted on fluoroscopy.